Manufacturer narrative:
On (B)(6) 2023 the patient had a patient's meter result of 3.9 inr and a loaner's meter result of 3.5 inr while the laboratory result was 3.4 inr. The retention material complies with the specification. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is patient/consumer. A loaner meter and strips will be sent to the patient to compare. When the information for the investigation is received, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(6) compared to a chronometrie - neoptimal, stago, star max laboratory method. On (B)(6) 2022 the patient had a meter result of 5.7 inr while the lab result was 3.7 inr. The time difference between the tests was less than 3 hours. The patient's therapeutic range was 2.5-3.5 inr.